Event description:
--

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in clinic. It was noted the device was beeping and upon interrogation, fault code 1003 - voltage too low for remaining battery was observed. Boston scientific technical services (ts) discussed with the field representative that a save to disk could be sent in for engineering analysis, but the recommendation was to replace the device soon. It was reported that the patient had been in an atv accident a couple weeks prior to the evaluation. Ts discussed that they have not heard that this would be related to the fault code. The information was going to be reviewed with the patient's physician. Subsequently, additional information was received that surgical intervention was performed and this device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.